Event description:
It was reported the customer is requesting eval of the handpiece. They rec'd it with a note "not working" they elected not to go through a troubleshooting process. There was no further info provided.